Manufacturer narrative:
Other, other text: d4: UDI section is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that during a scope guided intubation, the first two cuffs ruptured. The second tube was placed via an existing guide tube, without difficulty. The third tube was the "correct one". No patient injury or adverse effects were reported. One patient, two product malfunctions. (B)(4) represent the same patient.

Manufacturer narrative:
Other, other text: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The device history report (DHR) is stored at the supplier so a review could not be completed. If the product is returned, the manufacturer will reopen this complaint for further investigation.